Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: thermoform stickting.

Event description:
Healthcare professional reported ""while opening outer tyvex top, around the rim tyvex stared to rip causing feather like strips to stay on rim. It was not a completely clear removal of tyvex like normal". This record is for an unknown side. Device remains implanted.

Event description:
Healthcare professional reported ""while opening outer tyvex top, around the rim tyvex stared to rip causing feather like strips to stay on rim. It was not a completely clear removal of tyvex like normal". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatch should have been listed as malfunction.